Event description:
It was reported to philips that the device was skipping the charge/shock test during the op check and was giving a message to connect the therapy pads cable. There was no reported patient involvement.